Manufacturer narrative:
(B)(4). Upon follow up it was reported, on an unknown date, the effluent was not clear. On an unreported date, the pd catheter was removed and dianeal therapy was discontinued. On an unknown date, the patient was switched to hemodialysis. At the time of this report, the patient had not recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for the event. The peritonitis was manifested by turbid effluent. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with injection of vancomycin 1gm (frequency, duration and route not reported), intraperitoneal injection of amikacin 250mg, (frequency and duration not reported) and injection of imipenem 500mg, twice a day, (route and duration not reported) for peritonitis. At the time of this report the patient was not recovered from this peritonitis event and the fluid remained turbid. The action taken with dianeal therapy was not reported. No additional information is available.